Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the inside of the device flooding during user handling. As a result, an abnormality occurred in the electronic component and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image". 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed but the occurrence was likely. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the scope connector had water leakage, the down/left/right angulation was out of specification, the up/down and right/left angle had play, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during preparation for use. There were no reports of patient harm.